Manufacturer narrative:
Follow up communication with the event reporter provided additional information that during a bone-to-bone acl reconstruction, the tip of the guide pin broke and remains in the patients bone. Patient's date of birth and weight were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed.based on the information provided, the most likely causes of the guide pin breaking are too much driver force over the guide pin, the driver tip hitting the flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single use disposables kit that had been bent from prior use.the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction, the guide pin broke in the patient¿s femur. No further patient or event information was provided at the time of this report.